Event description:
The user facility reported via vigilance report that during a patient procedure, the patient experienced a cut with the use of an exacto cold snare. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
The device subject of the reported event was not returned to steris for evaluation. Without the returned device, a cause of the reported event could not be determined. The exacto cold snare instructions for use states, "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist. The following conditions may cause the device to not function properly: attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position, and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." The device history record was reviewed and confirmed the lot was manufactured to specifications; no abnormalities were noted. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.